Event description:
It was reported that an implantable pacemaker could not be interrogated and the pacemaker did not respond to an applicatiion of a magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.